Manufacturer narrative:
Eval: results - the product was received without visible anomalies on the can. Invalid impedance could not be confirmed. The ipg passed functional testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with his scs system on (B)(6) 2011. During the permanent procedure it was reported that the ipg had a 75% charge out of the box. After the doctor inserted the ipg into the pocket site, contacts 1, 8, and 9 were invalid during intra-op testing. The doctor reconnected the leads and verified insertion. The leads were tested through the mts and impedances were normal. The doctor replaced the ipg and impedances were normal.